Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred and the device's front panel board was replaced to address the issue. The device's display board was replaced to address the issue. The replacement of the device's front panel board was reported in error.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The manufacturer received the device for evaluation and the customer's complaint was confirmed. The device's front panel board needs replaced to address the issue.